Event description:
The lay user/patient contacted lifescan on february 9, 2008 and alleged that the casing on his one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported, that the alleged issue first occurred years ago (it is not known if the patient was still using the device). He also mentioned that after the reported issue began, he experienced high blood glucose levels, discomfort, frequent urination, and migraines. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. This complaint is still being reported because the patient alleged, that he experienced symptoms suggestive of severe hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.